Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of multiple occurrences of questionable inr results from a coaguchek xs meter (B)(4) compared to the laboratory results using diagnostica stago analyzer with neoplastin c1+ reagent. On (B)(6) 2019 the meter result was 4.5 inr and within 1 to 1 and half hours later the laboratory result was 3.1 inr. On (B)(6) 2019 two meter results that were only a few minutes apart were 5.7 inr and 5.3 inr. Within 1 to 1 and half hours later the laboratory result was 3.1 inr. On (B)(6) 2019 the meter result was 5.1 inr and the laboratory result from a sample drawn that was collected at the same time as the meter result was 3.6 inr. The customer's therapeutic range is 2.5-3.6 inr. The customer stated that they have no signs of high inr and that their warfarin was adjusted based on the laboratory results. The customer has been taking some tylenol with codeine recently but has had no other changes in medications, diet, or health. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, and is not on any other blood thinners or direct thrombin inhibitors. The customer did state that they do wait more than 15 seconds between fingerstick and sample application. The affected products were returned. Replacement products were sent. The customer's meter and test strips were received for investigation and was tested using quality control materials. Testing results: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.4 - 3.6 inr). All measurements were without error messages. On the meter, there was obvious contamination within the strip port. This contamination may have contributed to the discrepant results. The customer's use of tylenol with codeine and waiting more than 15 seconds between fingerstick and sample application are known to potentially yield inaccurate results. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.